Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that the site received a localizer not connected error on the navigation system. The system was powered down, communication cable was disconnected, then the system was rebooted, and the cable was reconnected which resolved the issue. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.